Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there was plastic located inside the barrel of the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe connected to a needle assembly. The syringe has a solution with air bubbles. From the photo, it appears there is a piece of plastic adhered to the rubber stopper. However, it could also be a reflection of light and the solution in it. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot number 1237657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that small pieces of plastic were found in the bd luer-lok¿ tip syringe barrel. The following information was provided by the initial reporter: "small piece of plastic located inside of the barrel of the syringe."